Event description:
Registered nurse (rn) monitoring patient with right femoral balloon pump in place. Machine alarmed that it was in standby, as well as for loss of gas. Rn assessed balloon tubing and found blood specks to be throughout the tubing. Clamped tubing immediately and notified provider of rupture. Patient had to undergo expedite procedure.